Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set experienced leakage. The following information was provided by the initial reporter: tubing leaked along a seam. This is not a spot where an item is connected to the tubing.

Manufacturer narrative:
Investigation summary: the customer reported the tubing was leaking along the seam, and returned one photo of material 10014881. The photo verified the leakage. Without the physical sample, the root cause for the leakage could not be established. A device history record review for model 10014881 lot number 21069687 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set experienced leakage. The following information was provided by the initial reporter: tubing leaked along a seam. This is not a spot where an item is connected to the tubing.